Event description:
It was reported that using a femoral artery access approach during a procedure the 3.0 x 28 mm xience stent delivery system (sds) catheter was being advanced outside the anatomy with resistance on the guide wire when the tip became detached. There was noted resistance during removal of the device from the guide wire while outside the anatomy. Additionally, a guideliner device was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 0.014 asahi sion blue, guide cath: 6 fr asahi sr4; guideliner. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.